Event description:
It was reported that high pacing lead impedance and high capture thresholds were observed. It was suspected that the connector pin was loose. The pocket was opened and it was observed that the setscrew was not properly secured. The the lead was placed back into the header and was properly secured. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.